Event description:
The customer reported approximately two hundred (200) milliliters of blue-green fluid leaked under the instrument and on the counter top during patient samples analysis involving coulter lh 750 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the event. After the leak was discovered, the customer verified three levels of 5c controls; all recovered within limits. Two patient samples were reanalyzed for verification and recovered within limits. Patient results were not impacted. The customer did not have direct contact with the fluid; there was no exposure to open lesions or mucous membranes. There was no operator injury or adverse effect associated with this event. The facility has an exposure control/risk management plan in place, and the analyzer was not in use. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered diluent under the instrument and around the diff tower. The fse noted line vl52 was broken at the mount. The fse replaced the pinch valve, mount, tubing, and diff sample line. The fse also noted diluent was in the center of the instrument, around the hemoglobin cuvette. The fse discovered drain line, on tubing vl12b, had a hole and replaced the tubing to 12b to resolve the issue. The fse performed background several times and no new leaks were noted. The fse cleaned under and inside the instrument and performed system startup, latron, reproducibility tests, and controls; all were within specifications. Service activity performed was verified to meet the specified requirements per the established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).